Event description:
Information received indicates that prior to device implant, the surgeon noted the product wall appeared thick, but implanted the valve in 2006. Post operative echo showed stenosis in the right ventricular outflow tract (rvot) and the patient's condition did not improve. The next month, the contegra was replaced with no additional patient complication reported.

Manufacturer narrative:
Analysis: the gross analysis shows the reported stenosis was due to thrombotic appearing host material that is seen lining the outflow of the device leaflets. Visual exam shows the conduit wall appears of normal thickness and consistency. Host material is seen attached to the inflow edge of the conduit wall. The product leaflets appear intact and two are stiff. Radiography shows no evidence of mineralization in the conduit. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: product evaluation confirms the reasons for the reported stenosis; an exact cause for the host material seen on the returned device is unk.